Manufacturer narrative:
Pump monitored for several days. Pump passed the displacement test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart and external ram crc error. Customer's blood glucose value was 15.0mmol/l. Insulin pump will be returned for analysis.